Event description:
The patient reported that his device had "zapped" him. Follow-up with the clinic determined that no information was available. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.